Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that there was a system shutdown due to a collision between the robot arm and the robot stand covers. After the shutdown the robot was turned off via the power switch. When the device was turned back on, the monitor would not turn on. The surgeon used finally the second monitor and was able to complete the procedure.

Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The investigation done on site determined that the most probable root cause is a defective power supply.